Manufacturer narrative:
The product was not available for return to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All our products are 100% tested at the time of MFR.

Event description:
It was reported that the product was explanted, because it was not functioning.